Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs ipg was flipping within the pocket site which resulted in communication issues between the scs ipg and external devices. Subsequently, stimulation was lost. The scs ipg was explanted and replaced with a different model. Stimulation was restored with the surgical intervention.